Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Additional product codes for this report include hwc. The complainant part was returned to the patient and is not available for manufacturer investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: january 21, 2014 ¿ expiration date: december 1, 2022. A review of depuy synthes monument device history records for manufacturing revealed no issues for this device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) hardware removal procedure was performed on (B)(6) 2015 due to failed hardware and poor bone quality. The hardware went into femoral head varus. The original procedure, which was to treat a proximal hip fracture, was performed on (B)(6) 2015. Additional details indicated that the helical blade was originally implanted in the femoral head, but was cut out on an unspecified date. The patient was revised to a hemi-arthroplasty. The procedure was completed successfully with no reported delays. This report is 1 of 2 for (B)(4).